Manufacturer narrative:
Procedural cine was provided to edwards for review. Pre-op echo, 3mensio, pre-op CT were not provided. The images were reviewed by an edwards physician, and the following observations and impressions were provided. The procedural cine showed a heavily calcified annulus, heavily calcified ncc, rcc and mac, and calcified descending aorta. The bav burst at the end of full inflation, but it is unknown if it was an edwards bav. The valve seen was not aligned between balloon shoulders and is approx. 2-3mm distal from proximal shoulder. Due to valve not being aligned correctly, the delivery system balloon inflated asymmetrically, distally first, then the entire balloon filled. The bottom of the valve (lv side) was not fully expanded (due to asymmetrical expansion). Severe pvl was seen near ncc/rcc. Post dilatation was not effective as most of the balloon inflated in the aorta. The distal end of valve was slightly more expanded, but not fully expanded. The pvl decreased. Impression/recommendations from the imaging review are as follows: as the certitude system only has a center marker, it needs to be ensured during prepping and when the valve is seen on fluoroscopy that the valve is correctly centered between the balloon shoulders. Deploying the valve when it is not between the shoulders can increase the risk of the valve deploying incorrectly and/or embolization. Post dilation of the valve should be focused on dilating the inflow of the valve (lvot area). Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the 29mm sapien 3 case by ta approach in the aortic position, the distal part of the balloon opened well and completely, however, the proximal part opened with ¿a lot of delay¿. Despite this, the valve was well implanted and the patient is okay.

Manufacturer narrative:
Complaint description, qms case notes, and attachments were reviewed for additional information related to the complaint event and the following was observed. It looked like the valve moved slightly, however, this might be misleading due to the angle. It was confirmed that the valve was crimped on the correct location, and that the 3ml vacuum was pulled prior to crimping the valve. Since the affected device was not returned, the investigation was limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician prep/training manuals and IFU, manufacturing mitigation and root cause. Review of cine imagery was previously reported. DHR review was performed for the components that were the most relevant to the complaint event and did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order was performed and did not reveal similar complaints relating to ¿delivery system ¿ inflation difficulty¿ or ¿delivery system ¿ inflation difficulty, partial or slow¿. A review of complaint history from november 2016 to october 2017 for the edwards certitude delivery system ((B)(4), all sizes and models) revealed other returned complaints for ¿delivery system ¿ inflation difficulty¿ or ¿delivery system ¿ inflation difficulty, partial or slow¿. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ inflation difficulty¿ does not exceed the october 2017 control limits for the trend category of ¿inflation, deflation difficulty.¿ no IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the manufacturing process. Prior to the balloon trim, the balloons are 100% inflated and visually inspected for contamination, kinks, bends, or scratches. Following the pleat and fold, the balloons are 100% visually inspected for contamination, tears, distorted/pinched folds, scratches or wrinkles. Each fully assembled device is tested for any leaks/cracks that may be present on the inflation balloon or any other delivery system component. All catheters are 100% inspected by manufacturing and quality. During product verification (pv), ten (10) delivery system samples were inspected and tested for total inflation and deflation time. The lot was released as it met specification. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ inflation difficulty, partial or slow¿ was unable to be confirmed. Review of imagery from the case revealed that although the valve was not completely centered between the balloon shoulders prior to deployment, the valve was able to be deployed and anchored within the annulus with paravalvular leakage (pvl) observed. Post-dilation was performed with the same delivery system, which reduced pvl. Additionally, imagery review and investigational follow-up also revealed that the total inflation/deflation time was approximately 18.76 seconds, which meets the specification. The valve was not centered between the balloon shoulders, allowing for fluid to fill more of the distal balloon first then filling to inflate the proximal balloon. When the valve is centered between the balloon shoulders for the certitude delivery system, it is normal to see a ¿dog-bone¿ inflation or to see the distal balloon end inflate first, followed by proximal balloon inflation. Similar inflation behavior can be seen in the video contained within the training manual, wherein the thv first expanded distally, then in a ¿dog-bone¿ shape. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the reported events. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Available information suggests that procedural factors may have contributed to the reported events. However, a definite root cause could not be determined at this time. Since no manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified and that the occurrence rates did not exceed the october 2017 control limits for the trend categories ¿inflation, deflation difficulty,¿ a pra is not required. The complaint for ¿delivery system inflation difficulty, partial or slow¿ was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing non-conformance contributed to the complaint events. Available information suggests that procedural factors (not centering the valve in between the balloon shoulders prior to thv deployment) may have contributed to the reported events. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rates did not exceed the october 2017 control limits for the trend category ¿inflation, deflation difficulty¿. Therefore, no corrective or preventative action is required.